Event description:
A pt approx 24-25 days post ivc filter placement for pe/dvt and craniopharygioma, with hemorrhage as risk for anticoagulation had cardiorespiratory arrest and died. Filter found in pulmonary artery at post mortem.